Event description:
It was reported that the balloon failed to inflate. The 2.00 mm x 30 mm apex mr balloon catheter was selected for use. However, during the procedure the balloon did not inflate and was filled with blood. There were no patient complications reported.

Manufacturer narrative:
Returned product consisted of an apex balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was blood and contrast in the hub, inflation lumen, and the balloon. There was blood in the guidewire lumen, and the balloon was tightly folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located on the proximal end of the proximal markerband. The device failed to inflate to rated burst pressure. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that the balloon failed to inflate. The 2.00 mm x 30 mm apex mr balloon catheter was selected for use. However, during the procedure the balloon did not inflate and was filled with blood. There were no patient complications reported.